Event description:
Procedure type: nephrectomy. According to the reporter: during the procedure, the clevis on the both sides broke and fell into cavity. One was retrieved, but the other was not found. New device was opened to complete procedure. There was no bleeding reported in excess of 500cc. The reporter states that the device lot number is not available.

Manufacturer narrative:
(B)(4).